Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The complete device was not returned for analysis the only component returned was the tip portion. The device was separated approximately 6.5 cm from tip. The portion of the inner liner that was returned on the tip showed damage. The damage looks like there may have been some tensile force applied due to the way the inner liner appears to be damaged and stretched. There may also have been interference with the introducer sheath that may have caused the separation. Since the majority of the device was not returned any further damage that may have been associated with this device could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that the tip separated. A 7x120x75 epic¿ vascular stent was selected for use in the moderately tortuous iliac. The procedure was completed with this device with successful stent deployment. When the system was removed after stent placement, the inner shaft at the tip became separated and appeared flattened. No resistance during removal was noted. An additional guidewire and balloon catheter were inserted. The separated part that was dislodged from the sheath was pulled into the sheath by holding down with the balloon and it was retrieved. There were no patient complications and the patient's condition was good.